Event description:
Device 1 of 3. Reference MFR reports: 1627487-2013-17715, 17716. It was reported at least one of the pt's occipital scs leas (off-label) in addition to the scs extension were explanted and replaced due to being fractured. It was also reported the pt experienced loss of stimulation due to the issue. Effective stimulation was restored with the surgical intervention. Product will not be returned.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.